Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 591 mg/dl. Infusion set site was changed and a bolus was delivered to address bg. Customer was admitted to the hospital and intravenous insulin/fluids were administered. Elevated bg was resolved and customer was discharged on the same day with no permanent damage. Reportedly, customer was resistant to a new type of insulin and was suspected as cause of elevated bg. Brand of insulin was not reported and customer did not respond to follow up attempts.

Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin.

Event description:
Upon follow up, customer was reported to have been using apidra insulin and reverted to using manual injections for insulin therapy.